Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned that their ins "juts out" sometimes and it happened to be really jutting out the other day when their daughter gently smacked patient on their bottom, which their daughter could tell. The patient was hard to understand, but mentioned it would get kind of sore. Patient services asked if they had noticed that issue since implant, but patient did not answer and said "it kind of wiggled around", and said they were "so fat they figured the ins was just floating around in that little pond of fat around it".